Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "status 66" message, and the power remained on when the unit was switched off. The complainant indicated that there was no patient involvement in the reported malfunction.